Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause was faulty main batteries. The main batteries and battery harness have been replaced. Additional: the user interface module master software version is 6.13.92, categorized as remediated.

Manufacturer narrative:
(B)(4).

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which there was a battery failure. There was no adverse event, patient injury or medical intervention associated with this report. During a review of the event history at baxter, it was discovered that a battery depleted set alarm occurred during infusion which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version for this device is currently unknown.

Manufacturer narrative:
(B)(4)a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4).the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).